Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device fired, felt normal but after inspecting anastomose, misformed staples on anterior side were reported to be present. Leak test negative but potentially some gas escaping through one layer. Procedure was completed by redoing the anastomosis by transecting and re-firing an eea stapler. The procedure was prolonged by two and a half hours. The surgeon had to mobilize the splenic flexure to ensure there was enough length to re-do the anastamosis. No other complications, no leak. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # pi1-1keejwl.